Event description:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device discomfort ("she does not feel comfortable with the devices") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device discomfort had resolved. The reporter provided no causality assessment for medical device discomfort with essure. The reporter commented: bilateral salpingectomy with exeresis of both intratubaric devices was performed, because the patient referred she did not feel comfortable with the devices and wanted the complete extirpation. She followed her checks in our center and to date, she feels perfect. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/pf/46783) on (B)(6) 2018. The most recent information was received on 16-aug-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device discomfort ("she does not feel comfortable with the devices") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced medical device discomfort (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the medical device discomfort had resolved. The reporter provided no causality assessment for medical device discomfort with essure. The reporter commented: bilateral salpingectomy with exeresis of both intratubaric devices was performed, because the patient referred she did not feel comfortable with the devices and wanted the complete extirpation. She followed her checks in our center and to date, she feels perfect. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.